Manufacturer narrative:
Correction: section h imdrf annex codes to reflect the correct codes. Correction: section h device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was out of service. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was out of service. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was out of service on the es server. The technical support specialist advised the pyxis administrator to check the settings in order to bring the device back into service. The tss attached the knowledge article titled 'set station out of service' and confirmed that the pyxis issue had been resolved and was functioning properly. The system functioned as intended after the technical support specialist assessed the issue with the device.